Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on unknown date, in six weeks ago, and suture was used to close the skin. Three weeks after procedure, the patient experienced pain, swelling and tenderness at the site of the repair. It was also reported that the patient has a raised tender scar. The doctor opines that he does not feel it is an infection and there is a possibility of a subcutaneous foreign body reaction or local reaction to the absorbing suture. The patient's current status is pain, swelling and thick scar tissue.